Manufacturer narrative:
It was reported that a patient, underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a kink with exposed material. Initially, it was reported that during the procedure, the temperature could not be displayed. The investigational analysis completed 2/12/2020. The returned device was visually inspected, and it was found in good conditions. During a second closer inspection, a hole in shaft exposing material was found. Per the event, the catheter was tested for electrical performance and the catheter failed the test. Current leakage was observed on electrodes. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The current leakage is related lack of isolation in the electrical wires. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the hole in shaft with material exposed and lack of isolation in the electrical wires could be caused by an external unknown object, but could not be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed and if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a kink with exposed material. Initially, it was reported that during the procedure, the temperature could not be displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed temperature issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/13/2029, the bwi pal received the device for evaluation. Upon initial inspection, no damage or anomalies were observed. Further testing was then performed. During a second visual inspection on 1/16/2020, the bwi pal found a kink 39 cm from the handle with material exposed. The observed kink with exposed material has been assessed as an MDR reportable malfunction as device integrity was compromised. The awareness date has been reset to 1/16/2020.